Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; results: because the device was not received, testing and inspection cannot be performed to aid in root cause analysis. Conclusion: the root cause could not be determined conclusively.

Event description:
It has been reported that during a revision surgery, a fixation bar from a spine system broke.

Event description:
It has been reported that during a revision surgery a fixation bar from a spine system broke.